Manufacturer narrative:
A zoll field representative evaluated the device at the customer's site. The customer's report was verified and attributed to the multifunction cable. The customer was advised to discard and replace the multifunction cable. The device was returned to zoll medical corporation. The report was unable to be duplicated. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.